Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pump was explanted due to a malfunction. It was returned to the manufacturer for analysis. A follow up report will be sent when add'l info is rec'd.